Manufacturer narrative:
The devices involved in this complaint were not available for evaluation. The info contained herein is based on the info provided by the initial reporter. Although no specific info has been obtainable for the event reported, in late 2006, in light of the possible connection the use of bupivacaine in the intra-articular space and the onset of chondrolysis as suggested by the literature, and in an abundance of caution, I-flow modified the on-q directions for use (dfu) by adding a warning to avoid placing the catheter intra-articularly. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that a patient developed chondrolysis after use following shoulder surgery. The surgery was for a labrum tear and the catheter was placed intra-articularly.